Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack, charger board, and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a charger error and lines in the images. No patient injury was reported.